Event description:
Complainant alleged that while attempting to treat a pt in transit, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the device also would not power up; however it was not clear if this occurred during pt assessment during testing. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.